Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product returned to manufacturer and pending analysis results. Product event: (B)(4).

Event description:
During surgery, the insulation coating on the device tip chipped/flaked off onto a surgical tray. No patient impact.

Manufacturer narrative:
(B)(4). Testing performed: complaint device: device: plasmablade 4.0 product sku: (B)(4) serial lot number: # unknown , expiration date: # unknown , mdt rga number: # (B)(4) por quantity returned: (B)(4). Visual inspection: device received in a cardboard box with transit damage ((B)(4)). Device inside a single biohazard bag. Inflatable packaging used to fill the (B)(6) space. No original device packaging received therefore unable to confirm device and lot number as the complaint device without the tyvek lid. E-mail of rga included in box. Sticky note included - ¿quit working black coating fell off please credit us for this¿ sticky note included - ¿(B)(6)¿ phone number handwritten. Blood noted on the device nose. Electrode tip coating severely chipped in the center of the blade with no additional damage to the device. All components appear in place and intact. Buttons have a normal tactile feel. Functional inspection: device was connected to pulsar ii generator - (B)(4) calibration due date: (B)(6) 2013 and displayed the expected e5 error code. E5 error code - ¿electrosurgical device has reached end of life¿, indicating that the device was successfully plugged into a generator previously. Used the eprom connector to bypass the ¿end of life¿ e5 error code. Utilized complaint investigation work instructions (B)(4) rev. A, to test for functionality, the complaint device was activated in grounded saline at cut setting 2 and coag setting 1, settings used for testing during manufacturing, with acceptable results. The device was further tested for functionality; the device was activated in grounded saline at cut setting 1-10 and coag setting 1-10 with acceptable results. ¿the device is acceptable if the ¿glow¿ around the edge of the blade is observed and an audible high pitch noise is heard coming from the generator when both buttons cut and coag are actuated¿, which was observed during functional testing of the complaint device. Utilized product performance specifications - (B)(4) rev.b ¿ plasmablade 4.0 for performance testing for total ¿on-time¿, peak cut ting 5 minutes and blue cutting 5 minutes enabling alternation between modes. The device performance was tested using chicken. Time was measured with a stop watch (B)(4) - calibration due date: (B)(6) 2014. Activated the device on cut setting 10 for 5 minutes with acceptable performance. Activated the device on coag setting 10 for 5 minutes with acceptable performance. Complaint not confirmed for weak performance since the device performed as intended and met the product specifications for performance during functional testing. The complaint was confirmed for the electrode tip coating being chipped, which was observed during the visual inspection ((B)(4)). Investigation conclusion: the complaint could not be confirmed for the device weak performance issue that was stated in the complaint. The device was tested for performance and met the product specifications for performance. The device responded normally during functional testing and when connected to the generator for all activations. No failures were found. The cause of the failure could not be reproduced which suggests a generator failure caused the device to malfunction. No corrective action will be taken at this time. The complaint will be monitored in (B)(6) for future instances the complaint was confirmed for the second part of the complaint, the electrode tip being chipped was observed during the visual inspection. Porosities distribution, minimum layer thickness and adhesion of the glass coatings might have played a major role on the failure of coating. Loss of adhesion could be related to plasma generation through the coating and/or differing thermal expansion/contraction between coating and substrate. No corrective action will be taken at this time. The complaint will be monitored in (B)(6) for future instances. (B)(4).

Event description:
During surgery the insulation coating on the device tip chipped/flaked off onto a surgical tray. No patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.